Manufacturer narrative:
(B)(4). The lot was manufactured from february 19, 2015 to february 20, 2015. The device was inspected at the baxter dublin compounding center. A visual inspection revealed a white particle floating in the reservoir of the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a white particle floating in the balloon. The device was compounded with fluorouracil. There was no patient involvement. No additional information is available.